Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04428. It was reported the patient complained the scs system has not worked for three years. The patient stated the system would not take a charge or power on. The patient stated he does not have any therapy and would like the scs system removed.